Event description:
It was reported that during a procedure to treat atrial fibrillation, an intellatip mifi open irrigated catheter was selected for use. During the procedure the irrigation was cut. The catheter was replaced to resolve this issue. The procedure was completed without any patient complications. The catheter has been returned for laboratory analysis.

Manufacturer narrative:
The device has been received boston scientific for laboratory analysis. Visual inspection revealed that the irrigation extension tubing was found totally detached/separated from the luer fitting at the adhesive joint. Laboratory analysis was able to confirm the reported clinical observations.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a procedure to treat atrial fibrillation, an intellatip mifi open irrigated catheter was selected for use. During the procedure the irrigation was cut. The catheter was replaced to resolve this issue. The procedure was completed without any patient complications. The catheter is expected to be returned for laboratory analysis.